Event description:
It was reported that a balloon rupture occurred. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.